Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the peritonitis were not reported. On the same day as the onset, the patient was hospitalized due to the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was provided because the reporter declined follow-up.